Manufacturer narrative:
Correction b5: additional information received reports that the patient has effective therapy and no intervention is planned, therefore this lead is no longer reportable.

Event description:
Additional information received reports that the patient has effective therapy and no intervention is planned, therefore this lead is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads have invalid impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.